Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up, down, and act buttons were unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer stated that the insulin pump came out of the box not working and has gotten progressively worse. A month ago the customer found that the insulin pump would deliver insulin but the status screen would not display any active insulin. The bolus history would not display any delivered boluses. The display anomalies have occurred three or four times in the past month. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down-arrow buttons response due to flattened button dome switches. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during our physical inspection.